Event description:
It was reported the physician attempted to use the valve but noticed a large amount of air leakage. The connections were all redone; however, air bubbles were still observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product sent to OEM supplier for analysis; the results will be forwarded when available.